Event description:
Reporter alleged glucose meter read hi and customer went to the hosp one hour later to test. It was was reported customer's meter read 395 mg/dl while the hosp hospital measured 167 mg/dl. No treatment was reportedly rec'd. A request was made for the return of the suspect device and replacement product was sent.